Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics assembly. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The unit was received with minor scratched lcd window cracked case at the display window corner, reservoir tube lip and battery tube threads.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has a blank display. The blood glucose reading was 143 mg/dl. The insulin pump was exposed to moisture when the customer took it into the pool two days ago. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.